Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es row board had a liquid spill. The customer reported that row board a had a spill and liquid got into the cubie electrical connection pins. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The issue described user was unable to remove the medications from the station and it confirms delay happened in that station. Updated delay no to yes.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es row board had a liquid spill. The customer reported that row board a had a spill and liquid got into the cubie electrical connection pins. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication liquid spill occurred in drawer 5. A field service engineer replaced row board and cleaned the spill to resolve the issue. The system functioned as intended after the field service engineer repaired the device.